Manufacturer narrative:
Correction: this event was determined to be a duplicate/additional information and the investigation finding will be submitted under MFR #2916596-2021-05322.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients mobile power unit was exchanged during trouble shooting of low alarms issues.